Event description:
Frame of lift arm was pressed into groin of resident, when hanger bar was lowered. Pt suffered a wide v shaped bruise extending from right groin, across pubis to left groin. One person involved.